Manufacturer narrative:
The received device had the cannula assembly deployed. The exposed portion of the soft cannula was found bent, although it cannot be determined when or how this damage occurred. Fluid was able to flow through the fluid path with no signs of struggle the device registered an 0x33 hazard alarm, and the kill switch was activated by the user. The device was connected to the master pdm with no issues, and a 5 unit test bolus was run. No other defects or deficiencies were found during the investigation. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose level reached 400 mg/dl with ketones of 0.5. The pod was worn between 24 and 36 hours on the hip/buttocks. Hyperglycemia treated by administering a pen injection, and applying a new pod.